Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple auto mode switch episodes and non-sustained rv oversensing episodes were observed during a follow-up in clinic due to possible lead noise on both atrial and ventricular leads. The rv lead was capped and replaced. No further information is available.